Event description:
A customer contacted beckman coulter inc. (Bci) stating that the immage 800 immunochemistry system is leaking near the reagent probe wash station. No operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found the wash station plugged with sediment. The fse cleaned out the wash well and primed several times, which resolved the leak issue.